Manufacturer narrative:
Internal complaint reference: case-(B)(4). Adams, c. I., & robinson, c. M. (2001). Cm court-brown, and m. M. Mcqueen,¿prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur,¿. Journal of orthopaedic trauma, 15(6), 394-400. Doi: 10.1097/00005131-200108000-00003.

Event description:
It was reported that, on literature review ""prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur"",one (1) patient who initially underwent primary implantation with an intramedullary hip screw and plate to reduce intertrochanteric femoral fractures experienced a lag screw cut-out and a deep infection with a persistent purulent discharge. This patient underwent a revision surgery in which the prosthesis was replaced with a new intramedullary hip screw + plate. The outcome of this patient is not known. No further information is available.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that there is no contact information available for this literature case; therefore, patient specific supporting documentation or current patient status has not been provided as of the date of this medical investigation. The clinical root cause of the reported a lag screw cut-out cannot not be further assessed. The patient¿s outcome beyond that which was documented in the article cannot not be determined as the patient¿s current health status remains unknown. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to bone degeneration, lack of ingrowth, surgical technique, size of device, patient anatomy, abnormal loading, traumatic injury, contamination, patient reaction, and/or post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).